Manufacturer narrative:
H10 manufacturer narrative: further information was provided regarding the implant position and stating that the root cause that led to failure of the surgical valve was calcification. In addition the failure mode of the surgical valve was stenosis of a valve that was implanted 6 and a half years ago approximately. Patient presented with shortness of breath. The model and serial number were not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a 76-y-o patient with a 29 carpentier edwards magna valve implanted in mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 6 years and 6 months due to calcification leading to stenosis. As reported, patient presented with shortness of breath. A 29mm transcatheter valve was successfully implanted within the surgical device with excellent result. As reported patient was noted as to be discharged home on postoperative day 2.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 76 years old patient with a 29 carpentier edwards magna valve implanted in mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 6 years and 6 months due to calcification leading to stenosis (mean gradient 13,8mmhg) and moderate regurgitation. As reported, patient presented with shortness of breath. A 29mm transcatheter heart valve was successfully implanted within the surgical device with excellent result (none regurgitation and mean gradient of 3mmhg). As reported patient was noted as to be discharged home on post operative day 2.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 29 carpentier edwards magna valve implanted in unknown position, underwent a valve in valve procedure after unknown implant duration for unknown reason. A transcatheter valve of unknown size was implanted within the surgical device with excellent result.